Manufacturer narrative:
This report and the information submitted under this report do not constitute an admission that the device or church & dwight co., inc. Or any of its employees caused or contributed to the event described herein or that the event as reported to church & dwight co., inc. Actually occurred. Product components are manufactured at the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine which exact product was used and at which location the particular product was manufactured. Heads are manufactured at the following location: contract MFR. Trisa ag (B)(4). Contract MFR. Hayco ltd. (B)(4). Contract MFR. (B)(4).

Event description:
The consumer stated that while using the toothbrush the head came off and the metal piece cut him on his right cheek. The consumer did not seek medical attention.